Manufacturer narrative:
Medical device expiration date: na. FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced defective/damaged tubing. The following information was provided by the initial reporter: material #: 10015012, batch/ lot #: 20077322. Tubing broke at two sites one at burette site.

Manufacturer narrative:
Investigation summary : a complaint of a broken burette set was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015012 lot number 20077322 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced defective/damaged tubing. The following information was provided by the initial reporter: material #: 10015012, batch/ lot #: 20077322. Tubing broke at two sites one at burette site.